Manufacturer narrative:
The reported complaint of inadequate hv output was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including defib high voltage shock test, indicating normal device performance. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Event description:
It was reported that the patient presented in the emergency room for an unrelated reason. A remote transmission revealed that the patient experienced a ventricular tachycardia (vt). Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) delivered a shock that accelerated the rhythm. A second shock was delivered which was unable to convert the rhythm. The vt resolved on its own. The ICD was explanted and replaced. There were no patient consequences.